Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient or procedural details to date.

Event description:
It was reported that the delivery system got stuck in the haemostatic valve of the introducer sheath. The device was removed from the patient without issue. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The review revealed that no remarkable incidents have occurred during the manufacturing process. No relevant manufacturing process changes which could have led or contributed to the reported event have been implemented. Based on the investigation of the returned sample it is confirmed that the deployment mechanism was not in use and that difficulty occurred during insertion of the system through the introducer. The distal end radiopaque marker section of the stent housing was found with damage which was considered a consequence or a reason for the reported insertion difficulty. Potential factors which may have caused or contributed to the reported issue have been considered. Therefore previous investigations of similar complaints have been reviewed. The reported issue could be related to the use of an incorrect size or a damage of the introducer sheath. Reportedly, a correct 6f introducer sheath was used, however, a balloon catheter was returned with the sample that also was found stuck in the introducer sheath. Furthermore, the reported event may be related to rough handling. Based on the information available and the evaluation of the sample returned, a definite root cause could not be determined. In reviewing the current labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." And "if resistance is met during delivery system introduction, the system should be removed and another system should be used. (...) Always use an introducer sheath for the implant procedure to protect the vasculature and the puncture site. A 6f (2.0 mm) or larger introducer sheath is recommended." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient or procedural details to date.